Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot: (B)(4). Software analysis found an import failure in the software, while trying to plan. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside. It was reported that the surgeon requested that the plans stay in the same order even if they changed the reference exam. There was no patient involvement.